Manufacturer narrative:
Patient information was requested from the site, but not provided. Visual and microscopic evaluation of the suspect turbo-elite device found a circumferential void within the mechanical lock feature of the distal tip. There were no signs of wear of the epoxy plug. Evaluation of the proximal laser fiber bundle found a slightly burned area on the aluminum slide. However, the aluminum slide base was in proper alignment.

Event description:
A philips representative reported that during a peripheral atherectomy procedure to treat a lesion superficial femoral artery (sfa) that the spectranetics turbo-elite laser atherectomy catheter 420-006 was utilized. After three passes with the turbo elite device, the physician took an angiogram and saw that something radio-opaque was in the sfa. They examined the laser and determined that the marker band tip of the laser catheter came off and was left in the patient. In order to avoid migration of the marker band, a self-expanding stent was placed over the area to hold the marker band against the wall of the vessel. No harm to the patient was reported.